Event description:
It was reported that the 3-4 weeks after implantation the device was extruding from the patient's head. There were tow attempts at plastic surgery but they were not successful. Fearing necrosis, the surgeon cut the electrodes, which are still in the cochlear and removed the implant.